Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via the submitted log files but was not reproduced during evaluation of the returned modular cable. On 29jul2025, the log file captured driveline power fault alarms due to intermittent power a broken faults. The alarms were active for the remainder of the log file (29jul2025). The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The returned modular cable, lot number 8684420, was connected to a test controller, power module, system monitor, and mock circulatory loop for an extended period. During testing, the modular cable was manipulated by hand. No issues or alarms became active throughout testing. The electrical resistance of the underlying wires was tested and passed. The provided information indicated the alarms resolved after the modular cable was exchanged. A root cause for the reported event was not conclusively determined through this analysis. A device history record review was not performed as the product performed as intended during evaluation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section e of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault alarm on their system controller and informed the ventricular assist device (vad) team. Log files were downloaded and confirmed the alarm. The vad coordinator exchanged the modular cable. After the exchange no more alarms appeared.